Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this device required replacement as it was not functioning and it was found that there was no liquid in the system. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, reservoir, and detached connector / tubing were received for evaluation. A separation was noted on the longer exhaust tube of the pump near the strain relief. This is a site of leakage. A crease was noted at the site of leakage, indicating the tube had been kinked for a period of time. Abrasion was noted on the exhaust tubing of cylinder 1. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 1. This is a site of leakage. A group of striations, indicating contact with unshod instrumentation, was also noted on the exhaust tube of cylinder 2. This is a site of leakage. Abrasion was noted on the reservoir inlet tubing. No functional abnormalities were noted with the reservoir. Partial separations, surrounded by abrasion, were noted on the detached inlet tubing. This is not a site of leakage. Based on examination of the returned product, it was concluded that the separation in the longer exhaust tube of the pump indicated that the tubing had creased and folded onto itself while in-vivo. This creasing fatigued the material over an extended period of time and resulted in the eventual separation and leakage. A separation of this type would then allow the loss of fluid, making the device inoperable. Examination of both cylinder exhaust tubes revealed markings indicating contact with sharp instrumentation. Because the expected use of this device combined with the observed instrument damage would have resulted in an earlier detected fluid loss, it was concluded that the instrument damage most likely occurred during or after explant. This instrument damage is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.